Event description:
It was reported that the patient was asymptomatic. It was noted that the pacing impedance significantly increased above the normal range, p wave had dropped, no capture was observed, and noise was present on the right atrial (ra) lead. Programming changes to vvi (ventricular pacing mode only) were made. The physician was considering ra lead revision. There were no reported patient consequences.

Manufacturer narrative:
Correction: b5 should have included a suspected fracture coded in the initial report and h6 "medical device problem code" should have been noise/artifact instead of oversensing.

Event description:
A fracture was suspected prior to programming changes.